Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine device check. During the check it was noted that the right ventricular lead had previously been capped and replaced due to fracture, high capture threshold and high impedance measurement. The patient was stable. Further information was requested but not received.